Event description:
It was reported to philips that the system's footswitch was unable to emit x-rays. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips remote service engineer (rse) connected with the customer and examined the system remotely and found that the error en x ray was active, even though the footswitches were not being pressed. After reviewing the log, rse found a possible issue with the footswitch or user operation. To resolve the issue the customer replaced the footswitch, and philips has initiated a medical device correction (z-2587-2023). After that, the system was restored to normal working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.